Event description:
It was reported that the patient presented in clinic post implant procedure for a check. Upon review, the atrial lead had dislodged. The atrial lead was attempted to be repositioned. After numerous attempts, the lead was removed and tissue was noted on the helix. The atrial lead was explanted and replaced. Patient was stable.

Event description:
New information notes that an x-ray was performed on 09 sep 2022 that had confirmed right atrial lead dislodgement.